Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had hose damage, insufficient/low power, the device ran in the locked position, had excessive noise, and unintended activation/motion. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had hose damage, insufficient/low power, the device ran in the locked position, had excessive noise, and unintended activation/motion. It was further determined that the device failed pretest for hose assessment, safety assessment, noise assessment, and rotational speed assessment. It was noted in the service order that the device was not working as it should. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.